Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2 drawer 6 was failed. A field service engineer replaced the latch to resolve this issue and no effect on patient care. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation 4000 system had hardware failed. The customer added that this malfunction occurred when trying to issue a medication to a patient. There was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.